Manufacturer narrative:
Per the reporting facility the device is not available for return. Taking into consideration the additional event information, the conclusions from our previous report remain unchanged.

Event description:
Additional information reported by the surgeon provides that while explanting the intraocular lens (iol) from the right eye (od), the haptics were adhered to the capsular bag, and even though the lens was cut as peripherally as possible to remove it, the capsular bag became too loose and had to be removed. As the right eye would no longer support a sulcus iol, an incision enlargement to 6mm was made to implant a rigid ac iol and the wound was closed with three sutures.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that six weeks post intraocular lens (iol) implant into the right (od) eye, the patient gradually developed an astigmatism due to anterior lens vaulting. The surgeon performed a yag capsulotomy 2 months post iol implant to correct the astigmatism when it increased to 4d (diopter). One week post yag, the astigmatism increased to 6d, with an open posterior capsule. The surgeon performed a lens exchange with a different model and diopter lens approximately 3 months after original implant. Astigmatism in the right eye increased secondary to wound sutures. In the surgeon''s opinion, the likely cause of the vaulting is unknown. The patient outcome is too early to tell.